Event description:
As a result of the aligners of smiles direct club, I've sustained teeth breakage and loss of a couple of teeth. In the email below (B)(6) indicates that they knew I had damage before they approved the aligners. Communications via email with sdc: on saturday (B)(6) 2019 at 10:45am, clinicalcare@smiledirectclub.com <clinicalcare@smiledirectclub.com> wrote: hi (B)(6), this is (B)(6) with the dental team from smiles direct club. Thank you for reaching out to us. I am so sorry you are having issues with needed dental work. Our remote clear aligners do not usually cause teeth to break. I have reviewed your initial scans with the newest scans we have on file and your photos. I can see in the initial photos. Tooth #15 was broken when you started remote clear aligners. Tooth #16 did have a dark area present on the mesial (front side) of that tooth, this could have been possible decay or recurrent decay around an existing filling that caused the tooth to break. Tooth #13 appears to have a dark fracture line on the occlusal surface of the tooth that over time fractured. Tooth #31 was broken when you started remote clear aligners. When you started remote clear aligners you signed a release stating you had had a dental exam and/or xrays completed with a local dentist. Before you started remote clear aligners these areas of concern should have been addressed with your local dental provider. It is recommended you f/u with your local dentist or a recommendation on needed treatment as we do not treatment plan needed extractions, crowns, or fillings and are unable to perform the work needed. If you have any questions, please feel free to contact us at (B)(6) , as we are here to make you smile. Kindest regards, (B)(6). Dental team-rdh on wednesday, (B)(6) 2019, 11:25:40 am cst, <(B)(6)> wrote: hi (B)(6), this is (B)(6), one of the customer care specialists here at smiledirectclub. We hope this email finds you well. We really apologize that you are not satisfied with the outcome at this point. However, we will be more than happy to assist you. In order to process your reevaluation request, we will need: a series of 3 photos without your aligners. A detailed description of your concerns to correct by referencing tooth numbers. What aligner number you are currently wearing and the date you began wearing this aligner. Please, submit the photos to photos@smiledirectclub.com and once we have received them, we will submit the info to your state-licensed dr or dr overseeing your case for further review and within 3-5 business days, we will get back to you with add'l instructions. If you have any questions, please feel free to contact us at (B)(6). Thanks for being part of smiledirectclub and we hope you have a great day. Kindest regards, (B)(6) customer care specialist (B)(6) smiledirectclub www.smiledirectclub.com . From: (B)(6), sent: tue (B)(6) 2019 16:46:19 gmt-0600 (central standard time) to: (B)(6) subject re: (B)(6) - reevaluation hello (B)(6) , here's my photos with extra shoots with the extent of the damage to my teeth from the aligners. Let me know if there's anything you require. If you still have the facility there in (B)(6) where I took the initial photos, I can go there for clearer and more thorough pictures of the damage upper and lower teeth. From the dental chart my concerns are for: the bottom tooth #31 molar which is almost non-existent except for the bottom part of the tooth; the upper tooth #1 3rd molar /wisdom tooth which is broken in half; the upper tooth #2nd molar which is like the bottom teeth. (B)(6) 2019 pt treatment case report: (B)(6) repair. Four visits to repair, extract, treat damaged teeth to upper and lower teeth. Dentist shared that teeth should have been extracted and repaired prior to known braces to straighten teeth. He was unsure of the dental practices of smiles direct club as being authentic. Father had periodontal disease for years in which was disclosed to smiles direct club. In email aforementioned, they had knowledge through their impressions and image that they were aware of decay and damage of teeth and approved their aligners to provide straightening of teeth. Treatment start: (B)(6) 2017, stop: (B)(6) 2019. Compounded: yes. FDA safety report ID# (B)(4).